Manufacturer narrative:
Received one ias12-100lpi in original opened package. Lot number was able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. The likely cause is that the robotic instrument inside of the trocar, deployed prematurely, thereby putting significant force on the walls of the plastic cannula causing the fragmentation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 76 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023, during a robot-assisted low anterior rectal surgery procedure and ¿it was reported that the trocar was broken during the surgery.¿ the procedure was completed with an alternate unknown device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment has been sent; however, it is not known if the device fragments fell into the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted low anterior rectal surgery procedure and ¿it was reported that the trocar was broken during the surgery.¿ the procedure was completed with an alternate unknown device. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. Further assessment has been sent; however, it is not known if the device fragments fell into the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.